Event description:
The customer reported that the pt was switched to this unit (system 90t iabp), after the initial unit (system 97 iabp) failed to autofill. The system 90t also failed to autofill, the pt was switched back to the system 97, which again failed to autofill. During an attempt to manual fill the system 97, the surgeon decided to discontinue therapy. The pt expired.